Event description:
Patient revised for pain, looked hyperextended changed size of poly, resurfaced patella.

Manufacturer narrative:
No product was returned for examination. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the root cause of the reported patient pain. Provided information stated knee hyperextension was a possible contributing factor and that the products were not suspected of failing to meet specifications or of contributing to the event. The patient's natural patella could also be a contributing factor to pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.